Event description:
The customer reported an uncontained diluted blood leak of approximately less than twenty (20) ml from the coulter lh 780 hematology analyzer while running startup. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat. The customer stated that a beckman coulter (bec) field service engineer (fse) was on site for another instrument and was troubleshooting the analyzer in question.

Manufacturer narrative:
The fse found a hole in the red blood cell (rbc) diluent tubing and replaced the tubing to resolve the leak. (B)(4).